Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a calcified and moderately tortuous lesion in the lad. Device was inspected before use with no issues noted. Lesion was pre-dilated. Resistance noted while advancing to the lesion, no excessive force was used. It is reported that the stent deformed. Procedure completed with a resolute integrity. No patient injury reported. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.